Manufacturer narrative:
It was reported that during a 25g vitrectomy, lint from the operating room towel fell into the patient's eye. This incident reportedly occurred at the start of the procedure and the physician was required to remove the operating room towel lint from the patient's eye with a pair of tweezers. The 25g vitrectomy was completed without further reported incident. The procedure did not run longer than expected and the patient did not require additional anesthesia. No patient injury related to this incident was reported. No sample was available to be returned to the manufacturer for evaluation. A root cause cannot be determined. Due to the need for medical intervention to remove the operating room towel lint from the patient's eye, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that during a 25g vitrectomy, lint from the operating room towel fell into the patient's eye.